Manufacturer narrative:
(B)(4). The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. The cause was determined to be one or more cycles advanced to the next fill when the drain was slow or not flowing above the minimum drain volume threshold.

Event description:
The customer contacted baxter?s technical service center to report high drain 104 alarm while on the homechoice (hc) machine after use. The baxter technical service representative (tsr) recorded the programming and therapy. The tsr arranged for a swap of the hc and cassette. The tsr advised the home patient (hp) to call the peritoneal dialysis registered nurse (pdrn) and advise them of the high drain alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed both the homechoice rite electrical test and the rite functional test specifications. The evaluation was completed, but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.